Event description:
Introducer needle with surrounding cannula introduced into abdomen during peg [percutaneous endoscopic gastrostomy] placement procedure. When physician attempted to slowly withdraw needle, resistance met. Provider pulled out needle with cannula and cannula cracked. No pieces missing.